Event description:
(B)(4). From user's / initial reporter's narrative: "home infusion [...] Reported pt [...] Wet back that morning when she awoke. Noted catheter was broken above connector outside pt. This was a brachial plexus catheter."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant new material history files did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.